Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Drive support cap was inspected and no anomaly was noted. No e alarm on the alarm history screen. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error and the piston was stuck out. The drive support cap was noted to be normal and the customer was unable to complete the rewind. Customer's blood glucose reading at the time of the call was 467 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.